Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name: tritanium bplate triathlon s7 ; cat#5536b700 ; lot#ctd104144. Device name: triathlon p/a cr beaded #7r ; cat#5517f702 ; lot#ydc6n. Device name: tritanium patella-asymmetric ; cat#5552-l-401 ; lot#ujtg1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned to the manufacturer.

Event description:
Right total knee. The revision today was secondary to infection. The insert was removed, joint washed out and a new insert was placed. There was no mention of mako contributing to this complication. No further information available from the doctor or hospital.